Event description:
Reported via clinical study: it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and 24mm watchman flx pro closure device was selected to be used on (B)(6) 2025. The patient was discharged. During a routine 45-day follow up computed tomography (CT) scan, a small to moderate circumferential pericardial effusion was noted. On (B)(6) 2025, a transthoracic echocardiography (tte) was performed and the physician decided that the patient did not require any intervention, and the effusion should resolve on its own. The patient was on clopidogrel 75 mg and aspirin 81 mg. It was reported that the outcome of the event was resolved on (B)(6) 2026.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and 24mm watchman flx pro closure device was selected to be used on (B)(6) 2025. The patient was discharged. During a routine 45-day follow up computed tomography (CT) scan, a small to moderate circumferential pericardial effusion was noted. On (B)(6) 2025, a transthoracic echocardiography (tte) was performed and the physician decided that the patient did not require any intervention, and the effusion should resolve on its own. The patient was on clopidogrel 75mg and aspirin 81mg.